Event description:
It was reported by the affiliate that the (1) ez45g was used during a reduction lung parenchyma procedure. It was reported that the stapler had been used on bovine pericardium and worked well the first three times. On the fourth time, the blade and the knot push guides did not block out and allow the firing to be finished. The case was completed with another device and with no consequence to the pt.